Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with recurring incontinence. A revision surgery was performed and there was no fluid leak in the system, the artificial urinary sphincter (aus) was functioning properly. However, the physician determined that the cuff was not positioned in a dependable spot on the urethra. Therefore, the 3.5 cm cuff was removed and a new 3.5 cm cuff was implanted more proximal on the urethra. The patient is expected to fully recover.